Manufacturer narrative:
This supplemental report was submitted to the provide the manufacturer's investigation. A review of the device history records (DHR) review showed no abnormalities a complaint trending report was reviewed and revealed the current complaint rate falls within acceptable limits, no alerts or alarms have been triggered. The OEM (teleflex) noted, "this dilator complaint is a known problem that has been investigated previously. Teleflex believes there is no manufacturing, material, or processing related cause for this failure mode and it is therefore designated as unconfirmed. The potential cause was attributed to an environmental related exposure of the device which resulted in degradation and embrittlement of the dilator polymer. The failure mode cause was not considered within teleflex¿s control. Since teleflex was not responsible for the design validation, accelerated aging and storage/environmental evaluation of the device post sterilization, teleflex is unable to confirm the cause of the complaint."

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the investigation. The customer returned a 61038bx device with the complaint report that the tip broke off into the patient. The lot number was confirmed to be 09g1500170. The device was returned in a small jar broken up into multiple pieces. The blue access sheath was not returned. It was unknown how the device could have broken up into multiple pieces and what the status of the sheathing is.

Manufacturer narrative:
The referenced uropass access sheath was not returned for evaluation; therefore, the exact cause of the reported event cannot be confirmed. However, if additional information becomes available or if the uropass access sheath is returned at a later date, this report will be updated accordingly.

Event description:
The endoscopy account manager became aware that at the beginning of a procedure, the uropass access sheath reportedly broke off inside the patient. The broken piece was retrieved from the patient. A second uropass access sheath was used to complete the intended procedure. There was no patient injury reported.